Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
Correction: h6 device code. The reported event could be confirmed, based on available medical record and health care professionals. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed: after reviewing hcp opinion and surgeon¿s feedback we can conclude that the tibial and talar components shows a little radiolucency, but a clear loosening or migration cannot be confirmed. The talus shows some cysts, but they are not associated with the component directly and therefore can only be assessed as a sign of poor bone substance. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, the failure may be possibly caused due to poor bone quality. If the device is returned or any further information is provided, the investigation report will be reassessed.